Event description:
Revision surgery - due to the glenoid loosening.

Manufacturer narrative:
The reason for this revision surgery was glenoid loosening. The length of the in-vivo service was 10.2 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. Initial or prolonged hospitalization was required. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed to be non-product related. The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of this event. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Factors that may contribute to a loosening not associated with the implant are: improper implant selection, degenerative bone disease, and improper surgical technique. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.